Manufacturer narrative:
The device history record for the reported lot number, 30365071, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample device was evaluated. The molded head, tube and balloon appeared to have a slight discoloration on the exterior and interior of the device. The original packaging was not returned with the device. The device could not be filled with the suggested amount of water due to an apparent axial direction u-shaped split that extends from the medial portion of the balloon (towards distal end area) up to the other side of balloon (towards distal tip) side of the device. The balloon was inspected under magnification, and the jagged edges were identified at the splitting when the balloon was manually pressed together in order to reform the balloon shape. The incident reported was confirmed via the sample evaluation. Root cause could not be determined. All information reasonably known as of 05-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It is reported that a balloon gastrostomy tube failed within 24-hours of radiologically inserted gastrostomy (rig) procedure. There was no reported injury additional information received 17-oct-2025 stated "rig procedure completed on (B)(6) 2025, cns [clinical nurse specialist] nutrition review the following day and the gastrostomy tube had displaced and fell out of the gastrostomy tract when the dressing was removed on (B)(6) 2025. New gastrostomy tube sited and contrast study performed to confirm gastric position under fluoroscopic guidance. Patient discharged and well."

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 13-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.